Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter leak is confirmed but the exact cause could not be determined from the video sample provided. One video sample of a 4 fr dl powerpicc sv catheter was returned for investigation. The catheter is shown in use within the patient. The catheter appears to be infused with a clear fluid through the white luer hub. Two spraying leaks are visible near the proximal end of the catheter. The characteristics of the leak locations cannot be clearly observed. Based on the video sample provided, possible contributing factors include sharp instrument damage and over-pressurization. Since the catheter was observed to have two spraying leaks, the complaint is confirmed but the exact cause remains unknown. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of reaw0164 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the 0.9% saline solution injected for catheter verification after placement. When removing, the catheter ruptured through the lumen, in 2 different parts. The catheter was inserted again and no injection was made at high pressure.